Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that when they plug the ac power cord into the controller, the green light on the power cord comes on but the controller doesn't start charging. Patient stated that they tried resetting the controller and that didn't resolve the issue. Patient service specialist had patient remove the battery pack from the controller; patient confirmed that the controller did not respond when plugged into ac power supply. Patient then plugged the controller in to ac power, but the screen did not come on. Patient noted that the ac power supply plug felt loose at the end of the plug where it enters the outlet. The issue was not resolved.